Event description:
It was reported that a patient presented with premature battery depletion noted on the patient's insertable cardiac monitor. No information regarding intervention or adverse patient consequences was reported.